Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the device evaluation for the personality module surgeon console (pmsc). Failure analysis (fa) could not confirm the customer reported failure mode. The pmsc was installed into an in-house test system and ran 10 minutes sine cycles, 20 power cycles and sat idle for 8 hours. Fa found good video on both eyes with no anomalies. The complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci-assisted prostatectomy surgical procedure (post anesthesia and post port incisions), the left eye of the surgeon side console (ssc) was black. The technical service engineer (tse) instructed the customer to remove instruments and restart the system. The system came up with error 48200 pointing to the personality module surgeon console (pmsc). The tse went through additional troubleshooting steps, however, the error 482002 and the left eye issue still persisted. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following additional information: the patient was given anesthesia, ports were placed, the robot was docked, but no surgery was completed. The incisions were closed and the patient was awakened. There were no injuries to the patient. The procedure was going to be rescheduled for another day. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. To resolve the issue, the fse replaced the personality module surgeon console (pmsc). The pmsc is a module that connects to the surgeon side console (ssc) and includes 5 smaller leaf interface boards that allow for audio/video inputs and output connections.